Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt assembly, high voltage supply regulator pcb, ribbon cable and hv tank were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited "overload fault' errors. This error will likely result in an uncommanded system shutdown. No pt or user injury was reported.